Event description:
Subject ID: (B)(6). Study no: do ts. Clinical notification received for revision due to instability. Date of implant: (B)(6) 2021. Date of revision: (B)(6) 2022. Left knee. Insert was removed. Depuy products: 150670004 9666994; 150400125 9675648; 151820032 9357705; 151620507 j9796p.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Event description:
Medical records and operative notes reviewed: on (B)(6) 2022, patient's left knee was revised to address postoperative ligamentous laxity with significant medial lateral instability (no posterior instability). Following exposure, identified serosanguinous effusion. Insert was revised to an attune size 5 10 mm thick cr bearing. She had no complications. It was noted that her index (primary) knee was (B)(6) 2021.